Event description:
The end user alleges they ran into a cabinet while riding in their unit. Enduser stated they got their foot caught inside the cabinet door, enduser then put the unit in reverse causing a fracture to their ankle.